Event description:
It was reported that the patient presented at the emergency deparment and an interrogation was performed via remote trasnmission. It was noted that noise was observed on the right ventricular (rv) lead during true ventricular tachycardia (vt), ventricular fibrillation (vf) arrhythmia episodes post shock. The onset of the arrhytmia was unclear and though unknown, was potentially pause induced due to inhibited pacing. Post shock, oversensing was demonstrated. Programming changes were made. The rv lead was being monitored. No procedure was being planned at this time.